Manufacturer narrative:
This report is submitted on september 20, 2019.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient was placed under general anesthesia on (B)(6) 2019 and underwent skin revision surgery to excise skin at implant site. The implanted device remains.